Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) kept getting validation error followed by the start usage screen looping and then system problem: (B)(4). Technical services (tss) understood rep was pressing "start usage" a second time rather than waiting for the screen to advance. Tss instructed rep not to press start usage when screen looped and then rep was successfully able to start usage and confirmed it was working. No symptoms were reported. Rep reported that the cause was not determined.